Event description:
A surgeon reported a pt did not feel comfortable following bilateral intraocular lens (iol) implant surgery. The pt stated she felt as if there was not enough light to see clearly. The surgeon stated there was no error in the lens calculation. The iol in the right eye (od) was exchanged with a different lens model. Following the iol exchange od, the pt stated she felt very comfortable and did not want to have the other eye (os) exchanged.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Add'l info was requested on 05/19/2008. On 06/02/2008 and 06/11/2008 by phone and mail. Add'l info was received.